Event description:
This is a spontaneous report by a nurse from (B)(6) of intestinal infection and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient developed an intestinal infection. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis with culture positive for (B)(6). The cause of the peritonitis was an intestinal infection. The patient did transfer to hemodialysis. It is unknown if pd therapy was ongoing. It was unknown whether the peritonitis or the intestinal infection resolved. The nurse believed that the bacterial peritonitis with culture positive for (B)(6) was not related to pd therapy. No statement of causality was given for the event of intestinal infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.